Event description:
Additional information revealed that the pain at the ipg site has resolved.

Manufacturer narrative:
Investigation results will be provided in the final report. User facility report: (B)(4). The dates listed in report date and sent to MFR date are estimated.

Event description:
It was reported by a user - facility report (uf: (B)(4)) received on 30may2019 that the patient had an implantable pulse generator (ipg) revision on (B)(6) 2019 due to pain at the ipg site. The patient noted the battery appeared to be shifting into ¿an uncomfortable sideways¿ position which caused pain and intermittent redness around the incisional area. In turn, surgical intervention was undertaken wherein the battery was repositioned to a new pocket site. Additional information received from the abbott representative confirmed that during the intraoperative testing, it was discovered the ipg would not communicate with external devices and determined to be inoperable therefore it was replaced (reference manufacturer report number:1627487-2019-06683